Event description:
It was reported that patient was implanted with a pacemaker device. Patient had a sinoatrial (sa) nodal and intermittent atrioventricular (av) node block at high rates. The physician managed to tweak tracking rates. There were av delay pacing and sensing. The patient was given a bruce protocol treadmill test in order to test sensor and av delay programming. Patient's sinus rate increased with exertion, and sensor-driven pacing kicked in intermittently at smooth rates and settings appeared appropriate. Intermittent loss of capture on rv lead started to began. The next day threshold tests were done and right ventricular (rv) impedance had increased. A chest x-ray was performed to confirmed that a lead revision is needed. There is possibility that these issues could have caused due to lead dislodgement. Subsequently the rv lead was successfully repositioned. No additional adverse patient effects were reported.